Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging does not turn on - strip. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 ¿ (05/14/2014). The patient¿s test strips have been returned on 1/29/2014 and evaluated by lifescan product analysis on 5/1/2014 with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have the electrodes scored, causing a short-error 2. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (02/12/2014), the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the test strips involved with this complaint failed testing. The returned test strip were found to have scratched electrodes with no assignable cause. In addition, a secondary issue was noted when the returned test strip vial's lid beak was found to be broken. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.